Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 77-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was limb ischemia due to the perclose. It was noted that the patient had calcified arteries. After five hours on support, the device was removed with vascular repair and with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. While on support, the device functioned at p-8 at 3.2l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to the patient's clinical presentation of cardiogenic shock with high-dose vasopressor support, which can cause peripheral vasoconstriction. The perclose and calcified arteries were also contributing factors to the limb ischemia.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. G1 MFR site name, danvers, omitted. H6 clinical code e1302 added.

Event description:
Updated clinical narrative: additional information was received from an abiomed representative that there was hematuria present during support. It is unknown whether treatment was required. Prior clinical narrative: an impella cp device was inserted into the left femoral artery in a 77-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was limb ischemia due to the perclose. It was noted that the patient had calcified arteries. After five hours on support, the device was removed with vascular repair and with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. While on support, the device functioned at p-8 at 3.2l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to the patient's clinical presentation of cardiogenic shock with high-dose vasopressor support, which can cause peripheral vasoconstriction. The perclose and calcified arteries were also contributing factors to the limb ischemia.